Manufacturer narrative:
A philips representative implemented a recall and replaced 1- (B)(4) (xl+ pca therapy exchange ii spk) 2- (B)(4)(xl+ pca processor exchange ii spk) and 3- (B)(4)(internal cables, ECG connector, therapy connector and battery charging board).

Event description:
The customer reported to philips that the ECG equipment malfunctioned. There was no reported patient involvement or adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the ECG equipment malfunctioned. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.